Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 208 mg/dl and dehydration. Reportedly, customer was using admelog for insulin therapy. Additionally, customer has gastroparesis which contributed to the event. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.